Event description:
It was reported that the surgeon attempted to run a screw down the kwire into pedicle. The screw would not advance through bottom of tulip.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the manufacturing records were reviewed and no anomalies were found. No new harms or hazards were found. The visual examination of the returned product revealed a k wire that could not be fed through the cannula. The cannula exhibited an elliptical indentation consistent with a rod being tightened down onto the screw.conclusion: the root cause is reuse.

Event description:
It was reported that the surgeon attempted to run a screw down the kwire into pedicle.the screw would not advance through bottom of tulip.